Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested. The event reportedly occurred in the picu; therefore it is presumed the patient was a child.

Event description:
It was reported that an rn initiated priming of an unspecified chemo using a texium low sorb tubing with a filter. The user noticed that the issue is the tubing is not requiring the orange cap or any other device to engage it to flow. The rn stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu. The customer confirmed that there was no patient harm reported.

Manufacturer narrative:
Additional info: h.6. Patient demographics requested however decline to answer. Product not sequestered.

Event description:
It was reported that an rn initiated priming of an unspecified chemo using a texium low sorb tubing with a filter. The user noticed that the issue is the tubing is not requiring the orange cap or any other device to engage it to flow. The rn stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu. The customer confirmed that there was no patient harm reported.